Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. The device was received with its packaging open. Visual inspection revealed that the cable was in good condition as well as the connector and pins. The electrode tip showed activation signs. When performing the functional test, the electrode was connected to the vapr vue test generator. The ablation function did not work as intended, an output shorted alert was displayed on the generator. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. For further investigation the device was sent to the provider. Vapr s90 4.0mm w/integr hdp -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The device was evaluated. The visual inspection of the device was performed, as a result; the device has not been returned in the original packaging, the distal tip was in used condition. It appeared the plastic manifold had been damaged, no visible damage to handles, cables and plugs. The ablation and coagulation test failed. A manufacturing record evaluation was performed for the finished device u2109108 number, and no non-conformances were identified. The customer reported that the electrode ¿does not function and is an out of box case¿. Visual inspection found that the device had been used and the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip of device. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. When the device was activated an output short error was confirmed on both ablate and coag mode. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode the likely cause of this failure is shorting at distal tip. This issue has been escalated to CAPA. An implementation of the reoccurrence of training for assembly aids on elite. As the assembly aids and training documentation have not changed, there is no change in manufacturing process and therefore no adverse impact to final product. As detailed in control plan 920721-hj, one piece lps electrodes are 100% inspected for functionality as part of their product test regime (process ID 190) therefore all reasonable containment is still in place. Based on a review of the investigation findings and the product risk analysis document no containment or correction action related to the individual complaint is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional in china that during an unknown procedure on (B)(6) 2022, it was observed that the vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece device did not function at all after connecting with a generator; and that the screen did not show any alert code. During in-house engineering evaluation, it was determined that an output short error was confirmed on both ablate and coag mode when the device was activated. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.